Event description:
It was reported that the guide inside the track has stretched during its withdrawal, its length being much longer than normal. The operator had taken the precaution of removing the guide before cutting the catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed and was determined to be use related. One 0.015 in. Coiled-wire stiffening stylet was returned for evaluation. An initial visual observation showed the stylet was returned severely unraveled and the core wire of the stylet was found to be broken with the weld tip missing. A microscopic observation revealed the break site of the coiled wire was tapered with a flat and granular fracture surface. A slightly curved lip was observed on one edge of the break in the core wire and the fracture surface was observed to be smooth but stepped. The damage observed on the core and coiled wire of the returned stylet indicate the stylet may have been cut and/or forcibly pulled at an angle, which caused the stylet to break and unravel. The product IFU states: ¿catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position (zero mark).¿ a lot history review (lhr) of redq2828 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq2828 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide inside the track has stretched during its withdrawal, its length being much longer than normal. The operator had taken the precaution of removing the guide before cutting the catheter.